Event description:
It was reported by service report that the tag states latch bar will not catch safety hook. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch bar.